Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the error e99 occurred on the subject device and the user stated that the concentration of the disinfectant solution at the time was unknown. The user had reduced the endoscopy from the end of april and there was no schedule of endoscopy, therefore the user had not replaced the disinfectant solution. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The concentration of the disinfectant solution was not checked due to an error in disinfectant management by the user. The error e99 occurred because 15 days or more had passed since the disinfectant was prepared or it was used 46 times or more.